Manufacturer narrative:
The hill-rom technician inspected the device and found no reason for why the casters was detached. The periodic inspection manual for liko mobile lifts (3en371001) states under check point 3 "casters-wheels": roll the lift along the floor. Check to ensure that all wheels roll and turn freely. Make sure the wheels are fastened. Lock the brakes, make sure the wheels do not turn and the housing does not swivel when the lift is pushed. There should not be any play between the fork and the wheel nut. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The hill-rom technician replaced the casters to resolve this issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating that the front casters had detached from the lift. The lift was located at the account at the time of the incident. There was no patient or caregiver injury reported. This report was filed in our complaint handling system as (B)(4).